Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of wire detached or separated. Block h11: investigation results - the returned jagtome rx 44 was analyzed, and a visual and microscopic inspection found that the cutting wire was not crimped to the connector joint strength at handle section, due this condition the wire is unable to bow. No other problems with the device were noted. The product analysis revealed that the cutting wire was not crimped to the connector joint strength at handle section and because of this condition the wire is unable to bow. The investigation findings and all information available concludes the most probable root cause is manufacturing deficiency. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "wire detached separated" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used in the papilla, common bile duct and duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2026. During the procedure, it was reported that the device did not bow, so they could not do the cut of the sphincter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation results: the wire detached/separated please refer to block h11 for full investigation details.